Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump during the development of the programming constantly indicates occlusion during delivery. This occurred during delivery in the pediatric. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Corrected information d10. Additional information: d9, d10, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the device passed downstream occlusion. There were no visual abnormalities that could cause or contribute to the reported problem. A review of the event history log (ehl) revealed the user experienced both ¿reload set!¿ messages and a single ¿downstream occlusion!¿ alarm on the event occurrence date. A ¿reload set!¿ message can occur with the language: ¿tube not properly loaded in occlusion detector,¿ and can result from improper set loading by the user. The history log cannot be used to determine if the ¿downstream occlusion!¿ alarm was true or false. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The force sensor will be replaced as a precautionary measure . This alarm occurs upon pump-tubing set-up (tubing loading). Issue may result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.